Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of alinity I hiv ag/ab combo reagent lot number 73213be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity I hiv ag/ab assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73213be00. In-house testing of a retained reagent kit of the complaint lot 73213be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo is equivalent to architect hiv ag/ab combo as they share the same bulk reagents. Device history review did not identify any non-conformances or deviations with the complaint lots. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hiv ag/ab combo reagent lots 73213be00 was identified.

Event description:
The customer observed false nonreactive alinity I hiv results on a patient that positive on roche platform. The results provided were: initial =0.75 s/co (< 1.00 s/co=nonreactive) /on roche =24.89 s/co (reactive) /colloidal gold=positive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv results on a patient that positive on roche platform. The results provided were: initial =0.75 s/co (< 1.00 s/co=nonreactive) /on roche =24.89 s/co (reactive) /colloidal gold=positive (no actual results provided) there was no reported impact to patient management.